Event description:
The iab was flushed and placed over the guide wire and inserted into the pt. The guidewire was removed and the user was unable to get blood return. The iab was removed and replaced without complications.